Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface (rui) internal wiring was adjusted. The system was tested and operates as intended.

Event description:
The customer reported the remote user interface (rui) was not working. No patient injury was reported.